Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 06/30/2016, the reporter contacted animas alleging the patient¿s blood glucose was 791 mg/dl with nausea and vomiting. It was reported the patient was hospitalized and treated with insulin via injection and intravenous fluids. Reportedly, the patient discontinued pump therapy and the pump¿s settings. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; troubleshooting to determine whether the pump was calculating recommended bolus totals correctly and whether the pump successfully delivered an air bolus could not be completed. This complaint is being reported because the reported health event was attributed to an unknown pump malfunction.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: the black box shows pump was manually suspended on (B)(6) 2016 at 14:22. An unexplained por occurred at 15:37. Deliveries resumed at (B)(6) 2016 17:24. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately..#3. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.